Event description:
The complaintant reported thaty a vaxcel pasv PICC had been therapeutically placed in a patient in 2006. On 12 april 2006, the patient came to the hospital complaining that the device was leaking between the hub and the suture wing. The device was removed and replacement device was successfully implanted in the patient. No sequallae was identified by the complaintant as a result of the reported problem. Upon receipt of the device, an inspection was performed that identified a fracture in the catheter tubing distal to the suture wing.